Event description:
A healthcare professional reported there was a loss of therapy, battery level was at 2.85v. Impedance measurement was taken; c/0-945, c/1-682, c/2-1467, c/3-689, 0/1-1121, 0/2-2003, 0/3-1127, 1/2-1505, 1/3-157, 2/3-1464. The implant was on. The patient had fallen back and hit the back of their head on (B)(6) 2015 and no xray was taken at that time. They had tried all different case combinations with no change in parkinson's disease symptoms. The patient was stating that they had been taking their medication. The healthcare professional was not successful in getting a program for the patient so they were still on c3 but was planning to have the patient back in. Patient was not receiving intended therapeutic benefit. Patient had parkinson's symptoms which had been gradual in nature. There had been a change in symptoms over the last months since a visit in (B)(6) 2015. Patient's indication for use is parkinson's dual and movement disorders. The healthcare professional had reprogrammed the patient without therapy benefit to 2-0+ for the past few days. They were going to bring the patient back to do more stress testing. Patient had disease progression and intermittent tremor which made it hard to determine if therapy was helping as much as prior to the fall in (B)(6) 2015. Additional information received reported they had attempted to use electrodes 0, 1, 2, and 3 for therapy without success. The 1 and 3 impedance were 184, which were 1981 before the fall. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.